Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 506 mg/dl at the time of incident. The current blood glucose level was 562 mg/dl. The customer experienced symptoms such as throwing up. The customer treated with insulin pump and manual shots. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The insulin pump will not be returned for analysis.